Manufacturer narrative:
Correction: section h1: "serious injury" should have been selected instead of "malfunction".

Manufacturer narrative:
The reported events were lead perforation, and unacceptable threshold. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was partially extended and clogged with blood / tissue. After cutting the lead, cleaning the helix, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. A tip stiffness test was performed, and the test results were within product specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented at the emergency department with shortness of breath. It was noted that capture thresholds had increased post implant. Pericardial effusion was observed, and a drain was placed, approximately 900 cc of fluid was drained. A possible right ventricular (rv) lead perforation was observed. A rv lead revision was performed. During the revision, the rv lead helix would not extend. The rv lead was removed, and tissue was noted in the helix. The rv lead was explanted and replaced. A new rv lead was placed in the septal position with no patient complications. The patient was stable.